Manufacturer narrative:
The customer reported the spike broke off, and returned one used sample of material 2420-0007, lot unknown. The complaint of spike broken was verified, and the very tip of the spike was not returned with the rest of the set and was broken off. The spike was sent to the component's supplier for further analysis. The supplier of the spike component was unable to find the root cause for the issue. Their process has a 100% inspection on the spike tip before release, so the component was broken sometime after the release. A device history record review could not be performed because the lot number is unknown.

Event description:
Material#: 2420-0007, batch#: unknown. It was reported by the customer that tubing failed - pt 1.split at the y site. Pt 2. Spiking IV bad and spike broke off. Pt3. Primary line disconnect where line goes into pump(chemo being administered) picture depicts broken line. Verbatim: rcc received a complaint via phone. Pir submitted. Xxxxxxxxxxx. Ref: 2420-0007, lot unknown. Issue: tubing failed -pt 1.split at the y site pt 2. Spiking IV bad and spike broke off. Pt3. Primary line disconnect where line goes into pump(chemo being administered) picture depicts broken line. Pts - 3. Doe : pt 1- (B)(6) 2024, pt2- (B)(6) 2024 ,pt3- (B)(6)2024 pt harm -no. Samples/pictures - all three lines kept, 2 can go to vh and the chemo contaminated line goes to slc. Please send 2 sample return kits. Additional info: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 2. Was there any leak? Yes. 3. Can you please provide the material and lot number associated with reported issue? I have two of the tubings. 4. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Xxx. Additional info: I don¿t have the lot numbers.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 2420-0007. Batch#: unknown. It was reported by the customer that tubing failed - pt 1. Split at the y site. Pt 2. Spiking IV bad and spike broke off. Pt3. Primary line disconnect where line goes into pump (chemo being administered) picture depicts broken line. Pts - 3. Doe : (B)(6) 2024. Pt harm -no.